Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty power cord. System operates as intended.

Event description:
It was reported there was a broken ground on the ac power cord. No pt injury was reported.